Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. The volume of the leak was not specified and was not contained within the instrument. The customer was wearing gloves and lab coat. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found a hole in the tubing through pinch valve pv49. Pinch valve pv49 provides open path for vacuum and diluent to the backwash pump, pm8, and also provides an open vacuum path from probe wipe to the differential waste chamber, vc7. The fse replaced the tubing and the instrument ran without any leaks. The repairs were verified per established procedures. Identification of failure mode: the cause of the leak was a hole in the tubing through pinch valve pv49. No erroneous results were generated for this event. Upon recur; the failure mode identified is likely to generate erroneous results for all parameters due to sample carryover. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).